Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Customer¿s reported problem "device has a scratched lens, damaged battery door and double beeping" was verified by visual inspection and functional testing. The cause was downstream sensor contamination and lens display/battery door were damaged. Replaced downstream sensor, lens display and battery door to correct the issue. Legacy device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a scratched lens, damaged battery door, and it had a double beeping. The product fault occurred during testing, and the device issue was not related to physical damage/abuse. There was no patient involvement and no patient harm/adverse event reported.